Event description:
Device 1 of 3. Reference MFR report# : 1627487-2014-20249, 1627487-2014-20252. It was reported patient experienced ineffective stimulation. Diagnostics determined invalid and low impedances on the lead. X-rays did not reveal any anomalies. The sjm rep was unable to capture the lower back pain. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.